Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer reported that the gas deliver system (gds) was replaced, but the same alarm reoccurred, the device was failing the system leak test. It was reported that the customer had also replaced the boots at the blower. During testing after the gds was replaced, there was no whisper swivel in line with the test lung, which would cause the low leak alarm. The remote support engineer (rse) advised to always have a whisper swivel in place, when using a test lung on a v60. The rse then discussed possible causes of system leak test failure; the customer stated that the o-ring on the test fitting was in bad shape. It was advised to clamp in the internal exhaust port hose inside the device, thus bypassing the test fitting to see if the system leak test passes; if the test passes, the rse recommended replacing the fitting. The rse also advised that the initial report from respiratory therapist (rt) could have been caused by the flow sensor replacement when the gds was replaced. The customer would attempt to complete a full successful pvt before placing back into service. Per the details provided, the gas deliver system (gds) was replaced to resolve the co2 rebreathing error. Although the issue reoccurred after replacement, the customer was advised that since the whisper swivel was not present during testing, the issue could reoccur. Insufficient information is available to determine the resolution for the system leak test. The customer was provided with possible details to resolve the issue; however, it could not be determined if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
It was reported that a ventilator had a low leak - co2 rebreathing risk error (ec 1203). The customer reported that the device was in use on a patient, however, there was no report of patient or user harm. The remote service engineer (rse) evaluated the incident and confirmed that the unit gave a low leak co2 rebreathing risk alarm. The rse suggested that the customer do visual inspection of tubing for nicks and try reseating rubber elbow boot at blower. Provided part numbers requested by the customer. There were no other concerns from the customer.